Manufacturer narrative:
In response to FDA report number: mw5107880. A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation:analysis of the returned device identified: creases fold, opening linear on posterior and yellow particles outer device. Leak test and microscopic analysis was performed which identified: striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior ( patch/shell bond edge)assessed as surgical damage consist in the use of some surgical tool. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side "recall." Patient representative reported "swollen and tender lymph nodes-breast area, pain and burning sensation, chest discomfort, edema".patient representative also reported "low libido, tempurature intolerances, parathyroid problems, hyper/hypo thyroid symptoms, cognitive disfunction, brain fog, memory loss, slow healing/easy brusing, weight fluctuations, dry skin/hair, hair loss, breakage, stunted hair growth, ringing in ears, short term hearing loss, premature aging, weakened immune system/low immunity, inadequate sleep/insomnia, sjogren's syndrome, hashimoto's thyroiditis, scleroderma, multiple sclerosis, ulcerative colitis / crohn's disease, frequent urination, night sweats, intolerance to foods and beverages/food allergies, hormonal imbalance, declining hormones, early menopause, slow muscle recovery after activity, shortness of breath, cold and discolored feet/hands/limbs, throat clearing, coughing, difficulty swallowing, heartburn, metallic taste in mouth, panic attacks, oral thrush/white tongue, photosensitivity, smell or chemical sensitivities, skin freckling, pigment changes, increase in papules, nail changes (cracking/splitting/slow growth), symptoms or diagnosis of dysautonomia, joint pain, heart pain, soreness, muscle aches, pain, twitching, chronic neck and back pain, underarm, chronic fatigue, adrenal fatigue, overall body inflammation, symptoms or diagnosis of fibromyalgia, rheumatoid arthritis, lupus, raynaud's syndrome, dehydration, fever, unrelenting viral, bacterial, and fungal infections, yeast infection, candida, sinus and uti infections, swollen and tender lymph nodes-neck, underarm, throat, groin, depression, headaches, migraines, sensation in lower and upper limbs, numbness and tingling, heart palpitations, change in normal heart rate", which are not device related. Device has been explanted